Event description:
Caller states patient tested 5.6 inr on the coaguchek xs system while a comparison lab returned as 4.1 inr. Caller states meter and test strips have been stored in her car. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states patient tested 5.6 inr on the coaguchek xs system while a comparison lab returned as 4.1 inr. Caller states meter and test strips have been stored in her car. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.